Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty rails. A field service engineer, replaced rails on auxiliary drawer 7 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed and damaged rails on auxiliary drawer 7, located on the left side. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.